Event description:
Boston scientific received information that during a follow up visit, this lead displayed increased pacing threshold measurements and pacing in only one configuration. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection identified a sharp bend in the lead approximately 422-423 mm from the terminal pin and just distal to the suture sleeve. The suture sleeve was noted to be tied tightly on the lead at 400-422 mm from the terminal pin. Another slight bend was noted 398-399 mm from the terminal pin, just proximal to the suture sleeve. Resistance testing and x-ray examination verified the cathode and anode conductor coils are fractured 422-423 mm from the terminal pin. Detailed analysis of the fracture site found a small hole in the insulation in that area and the fractures were due to both classic and torsional fatigue. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, initial analysis revealed this lead was fractured at 422-423 mm from the terminal pin. Further analysis will be performed. Upon completion of the analysis, this event will be updated.